Event description:
Ministick was used to gain access to the right femoral artery, the physician placed the ministick wire and dilator/sheath that comes with the kit and removed the inner sheath and wire to replace with 4 french sheath/wire then the ministick wire broke off into the patient. Dr. (B)(6) asked for consult, dr. (B)(6) was in the lab and went into room 6 for consult. It was decided to remove the ministick sheath and perform a cutdown in which they used a scalpel and hemostat was used to retrieve the wire. Pressure was held to right groin, flouro was utilized to determine all of the wire was retrieved and then the procedure was continued with gaining access to the left groin without ministick. Post procedure right groin was soft to touch no hematoma and tegaderm was placed over site and pt denied any tenderness.